Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 03-feb-2026, arthrex was notified via email of a case study published in 2021 by knee surgery, sports traumatology, arthroscopy titled ¿suture tape augmentation acl repair, stable knee, and favorable proms, but a re-rupture rate of 11% within 2 years¿. The study reviewed thirty-five (35) patients who underwent anterior cruciate ligament (acl) repair using arthrex fiberwire to address soft tissue approximation and/or ligation. During the twenty-four (24) month follow-up period, three (3) patients required additional surgery. Heusdens, c. H. W.,suture tape augmentation acl repair, stable knee, and favorable proms, but a re-rupture rate of 11% within 2 years knee surgery, sports traumatology, arthroscopy (2021) 29:3706¿3714 https://doi.org/10.1007/s00167-020-06399-2.